Manufacturer narrative:
(B)(4).

Event description:
It was reported that the certain locator abutment (iloa004) fractured inside of the implant.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One locator abutment was returned for evaluation. The device was shipped to the supplier (zest) for evaluation. Evaluation results have not been returned from the supplier. When evaluation results are returned, a supplemental report will be submitted. A singular cause cannot be determined.